Event description:
It was reported that an ilet user¿s continuous glucose sensor had expired and no replacement was available, leading the user to operate in bg run mode with manual blood glucose entries. The user experienced a low of 70 mg/dl that was overtreated with oral carbohydrates, followed by elevated blood glucose of 330 mg/dl. Symptoms included no reported physical symptoms during the low or subsequent high glucose readings. Outcomes included transient hyperglycemia after treatment of hypoglycemia, without hospitalization or medical intervention. Investigation included customer support troubleshooting and user education on entering bg values and the bg run mode operational limit. Investigation of this case revealed user-related overtreatment of hypoglycemia and successful education on device use during sensor unavailability. It was concluded that the device functioned as designed, and the event resulted from user management of hypoglycemia rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.